Manufacturer narrative:
In response to FDA report number: mw5100113 the reporter has declined to provide allergan further information regarding event, product, or patient details. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported via regulatory agency that a patient was injected in the penis with an unspecified juvéderm®. The patient experienced ¿chronic partial priapism.¿